Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys cea assay (cea) on a cobas 6000 e 601 module (e601). The erroneous result was not reported outside of the laboratory. An aliquot of the sample was initially tested, resulting as 309 u/ml. The original tube of the sample was repeated twice, resulting as 5 u/ml and 5 u/ml. The sample aliquot was also repeated, resulting as 5 u/ml. No adverse events were alleged to have occurred with the patient. The cea reagent lot number and expiration date were asked for, but not provided. There were no problems with controls and there was no change of the reagent pack. There were also no issues with samples measured before and after the sample in question. The field service engineer changed the pinch tubing, adjusted the distribution position, cleaned the probe, and checked the analyzer. He ran performance testing and confirmed that the analyzer had no problems.

Manufacturer narrative:
The issue was resolved by the actions of the field service engineer.